Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#3006705815-2018-02490. It was reported during trial implant, the physician encountered difficulty accessing the epidural space and as a result was only able to place one lead. During postoperative programming, the patient experienced pain in their knees of which the physician suspected an epidural contusion. As a result, the lead was explanted on the same day and an MRI scheduled as further evaluation. Follow-up revealed the patient was hospitalized for an unknown period of time; however the issue has since resolved. Note: it's unknown which trial lead contributed to the issue; therefore both are being reported.

Event description:
Device 1 of 2 : reference MFR. Report#3006705815-2018-02490. Additional follow-up identified the patient's mobility issues as improved, however unresolved. Reportedly, the patient has declined further assistance to address the issue.